Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen illegible and unusable. There was no adverse impact on the customer's blood glucose level. The customer was informed that the pump, which was still under warranty, needed to be replaced, and arrangements were made to send a replacement pump. The customer chose not to disclose the type of backup therapy to be used during the interim. Technical support confirmed the shipping address and provided instructions for returning the damaged pump.